Event description:
A patient underwent a cardiac catheterization procedure on 4/05. Post catheterization the patient complained of pain at the groin insertion site. Exploration of groin on 4/05 revealed a j-wire fragment. No one had noted at time of catheterization procedure and after deployment of vasoseal that the j-wire was not intact since it is normally inside the sheath and not visible.